Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were dispatched to emergency medical services and then hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2022. Customer's blood glucose was 600 mg/dl . Customer treated high blood glucose with intravenous insulin drip. Customer stated symptoms related to high blood glucose that were feeling sick, unwell ,flulike, tired, weak, extremity pain, cramps, sore . Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was active at the time of incident. Customer stated that the insulin pump was not working. Customer alleged that the insulin pump was under delivering the insulin and the insulin pump was defective. No further patient complications were reported. Troubleshooting was performed. The device will not be returned for the analysis.